Manufacturer narrative:
(B)(4);upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 375 millimeters (mm) from the terminal pin and the deistal high voltage cable extended beyond the severed end to approximately 382 mm. Visual inspection noted puncture marks/holes in the lead insulation and deformed conductor coils approximately 31-34 mm from the terminal pin. Additionally, laboratory analysis noted melted metal (an arc mark) on the lead filar below one of the puncture holes that corresponded with arc marks on the device can that was returned with this lead. Laboratory analysis noted that it appeared that at/or post explant the device was left in monitor plus therapy, with the shocking terminal of the lead still connected to the header, and the is-1 leg in close proximity to the device can. The device delivered a shock, causing arcing between the rs+ (distal high voltage) conductor and the device can.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.